Event description:
I had the essure placed in 2010 I was not told of any of the side effects that I am having now. I have massive pain the lower left side of my abdomen area. It has sent me to the emergency room many times and the only way the doctors could event talk to me was to give me pain meds through IV. Also since I have had it I get the worst headaches which make my mood change because of the pain. I have to get pain meds from my doctor to take just to keep me out of pain. Honestly my moods are so bad due to the pain that I get into more arguments than ever. My fiancé has had to leave work in order to take me to the emergency room because of the pain and not being able to walk. I have paid out so much money to the doctors just because I have to keep going back due to the pain that I am having that in never had until I got the essure placed. This I would not recommend to anyone.